Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
In 2021, this patient had underwent a total aortic arch replacement with a frozen elephant trunk due to a type a aortic dissection. Subsequently, a non-gore stent graft and a bare stent were placed on the distal side. On (B)(6) 2024, the patient underwent endovascular treatment for a distal type I endoleak using gore® tag® conformable thoracic stent graft with active control system (ctag/ac). Reportedly, the ctag/ac device was placed on the distal side of the non-gore stent graft, which was located within the bare stent. On (B)(6) 2025, a distal stent graft-induced new entry(dsine) was observed at the distal end of the ctag/ac device. A reintervention was performed; the celiac artery was coil embolized followed by placing an additional ctag/ac device proximal to the superior mesenteric artery. Reportedly, the additional ctag/ac was slightly migrated proximally but no unintentional vessel coverage was observed. The patient tolerated the procedure. The physician reported that since the ctag/ac device was deployed within the bare stent, it is difficult to determine whether the dsine was caused by the distal end of the ctag/ac between the struts of the bare stent, or by the edge of the bare stent, which may have increased radial force due to the placement of the ctag/ac device.